Event description:
It was reported that during a da vinci-assisted general sigmoid colectomy surgical procedure, the erbe was faulting during monopolar activation. Review of onsite logs found error c-34 on erbe. Power cycle did not resolve the issue. Site used force triad and generator e-100. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting erbe issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding erbe issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.